Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that twenty-one days post an ultrasound guided percutaneous transhepatic cholangiography drainage catheter placement, the drainage catheter body was allegedly broken and leaked. Reportedly extravasation was identified. The catheter was removed and replaced. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the sample was not returned for evaluation. However, one electronic photo was provided and reviewed. The photo shows one partial navarre universal drain, the catheter and hub can be seen covered by surgical tape, no visual fracture is visible. It is unknown if there is fracture beneath the tape, area circled in red. Therefore, the investigation is inconclusive for reported fracture and fluid leak as provided evidence are not sufficient to confirm the issue. Furthermore, clinical conditions alleged in the complaint cannot be confirmed. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h4, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that twenty-one days post an ultrasound guided percutaneous transhepatic cholangiography drainage catheter placement, the drainage catheter body was allegedly broken and leaked. Reportedly extravasation was identified. The catheter was removed and replaced. The current status of the patient was unknown.